Event description:
(B)(6) states that her husband was doing his daily respiratory rehabilitation with his xpo2 portable concentrator and he started to feel short of breath. She took her husband to the emergency room and was hospitalized. Her son traveled to (B)(6) and she gave him the xpo2 to take it to (B)(6) to be evaluated and the technician report states that the unit had 72% oxygen concentration. Customer has been in the hospital for 15 days as a result.